Manufacturer narrative:
Information available so far is that the devices were "screaming @ home & in office" and "feedback screaming". And as this is a ultrapower device (up) we want to investigate it to determine if the device perhaps have malfunctioned and then potentially could have caused harm to the hearing of the patient. The device is en route to be investigated at our facility in china but have been stuck in chinese customs and therefore not yet available for investigation. As we have not been able to investigate it yet, we cannot (at the 30-day decision point) exclude the possibility that the device has malfunctioned and we therefore file this report as an initial report. Addition to section d4: serial number for right (r) device: (B)(6). Addition to section xx: manufacturing date of right (r) device: 18/10/2017. Information added in this final report after investigation it has been concluded that the vent part of the device has been broken, please refer to the electro accustic and mechanical investigation results below. The cause of this is unknown but can be due to external force (e.g. Dropping the device or trying to clean the vent canal with an inappropriate tool). The broken vent canal has led to that the device is feedbacking loud sound but not in a way that would harm the hearing of the patient, please refer to the clinical evaluation below. Results of electroaccustic and mechanical investigation: boot two devices with a fresh battery, listening to devices, they works well. Observe two devices, there are vents on both devices. Vent in left aid is normal, it is about 1mm. Vent in right aid is about 2mm, it is larger than left one (ques: is it expected by enduser due to occlusion effect? Normally up power level is suggested to be 1mm), and we find its vent channel is broken inside, receiver and wires could be observed from the vent side on shell as below. Ea specs validation, left is normal, and right with output decreased and high distortion. Conclusion of investigation: right aid's receiver has high distortion due to receiver damaged. Broken vent on right aid could cause an acoustic feedback issue broken vent is a variance of feedback path, dfs would not suppress the feedback with the broken vent. Clinical evaluation: device investigation results: right hearing aid has a broken vent channel and a broken receiver. Measurements show that right hearing aid has decreased output and high distortion due to receiver being damaged. The broken vent on right hearing aid could cause feedback issues. Clinical evaluation: the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. Ea evaluation shows that right hearing aid has a broken vent that could cause feedback and a broken receiver that causes distortion. However, the duration of the feedback experience is less than 2 seconds and the sound has not been reported painful, neither has any harm been reported. Clinical conclusion on the case is that even though unpleasant, it is evaluated unlikely that the events have caused harm to residual hearing. Final conclusion: the device has malfunctioned due to a broken vent and receiver, but this malfunction is unlikely to cause harm to the residual hearing of the device. Therefore the conclusion of this final report is that the event did not constitute an reportable event.

Event description:
The only information is that the devices were "screaming @ home & in office" and "feedback screaming". And as this is a ultrapower device (up) we want to investigate it to determine if the device perhaps have malfunctioned and then potentially could have caused harm to the hearing of the patient. Added information in this final report device has now been investigated (previously stuck in customs en route to be investigated by r&d) and the device was broken and therefore were malfunctioning but not in a way that would cause harm to the residual hearing as further described in the narrative at the end of this report.

Manufacturer narrative:
Information available so far is that the devices were "screaming @ home & in office" and "feedback screaming". And as this is a ultrapower device (up) we want to investigate it to determine if the device perhaps have malfunctioned and then potentially could have caused harm to the hearing of the patient. The device is en route to be investigated at our facility in (B)(4) but have been stuck in (B)(6) customs and therefore not yet available for investigation. As we have not been able to investigate it yet, we cannot (at the 30-day decision point) exclude the possibility that the device has malfunctioned and we therefore file this report as an initial report. Serial number for right (r) device: (B)(4). Manufacturing date of right (r) device: 18/10/2017.

Event description:
The only information is that the devices were "screaming @ home & in office" and "feedback screaming". And as this is a ultrapower device (up) we want to investigate it to determine if the device perhaps have malfunctioned and then potentially could have caused harm to the hearing of the patient.